Event description:
It was reported that a peritoneal dialysis (pd) patient observed the tubing of a minicap transfer set was out of the twist sleeve and the female connector. The patient reported they noted "wetness" and their clothes were wet. The catheter was clamped and the following day, the patient presented to the pd clinic. The cause of the event was not reported. The transfer set was changed, and the patient was started on unspecified antibiotics. The same evening, the patient experienced abdominal pain and hazy fluid. The following day, the patient presented to the pd clinic again and labs were performed, subsequently, the patient was diagnosed with peritonitis. Three days later, the patient received unspecified intraperitoneal antibiotics. The patient received two more treatments of antibiotics (three and seven days later). It was reported that the "patient was feeling much better, no pain or fever". The patient was not hospitalized for the event. No additional information is available.

Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: h6 and h11. The device was received for evaluation. Visual inspection with the naked eye showed the twist clamp (dark blue female connector and main body assembly) was separated from the silicone tubing as the sample was returned without tubing. Leak, clear passage, and clamp function testing were not able to be performed due to the returned condition. The reported condition of leak was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.